Event description:
It was reported that two days post-implant, multiple non-sustained rv oversensing episodes were observed. Myopotential oversensing was suspected. Further evaluation and programming changes were recommended.

Manufacturer narrative:
(B)(4).